Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/49 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: outflow graft obstruction after left ventricular assist device implantation: a retrospective, single-centre case series. Esc heart failure. 2021. 8:2349¿2353. Doi: 10.1002/ehf2.13333. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding outflow graft obstruction after left ventricular assist device (vad) implantation. The authors described patient deaths; however, the causes of death were unknown. There were devices which developed outflow graft obstructions. Patients presented with low flows and/or heart failure or developed cardiogenic shock which required pre-procedural inotropic or intra-aortic balloon pump support. Cardiac computerized tomography (CT) with angiography confirmed external graft compression, stenosis of the aortic anastomosis, and/or kinking. Cardiac catheterization and stenting of the outflow graft was performed in all patients. Four procedural complications occurred, which included one embolic stroke in which symptoms resolved within one month and three patients with acute blood loss anemia which required transfusions which occurred within two days of the procedure. One of the bleeding events was due to access site bleeding. There were patients that had their devices explanted for unknown reasons. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.